Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited multiple noise episodes of auto mode switch episodes and noise reversion. No intervention was performed, the patient would continue to be monitored.